Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the mfg and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent a knee revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2014. The revision surgery was due to instability. In the revision, the 6x 14mm tibial insert and retaining bolt were removed and replaced with new implants. The insert was revised to a 6x 16mm insert.